Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was seen on (B)(6) 2020 for "no external power" alarms and it was observed that the driveline had numerous slits. It was recommended to use self-fusion tape for the driveline slits which are considered cosmetic.

Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: the report of numerous slits in the driveline could not be confirmed as no photos were submitted and heartmate ii lvas, serial number (B)(6), is not available for investigation. A specific cause for the reported event could not be conclusively determined through this evaluation. The submitted log file contains data from (B)(6) 2020 01:32:19 through (B)(6) 2020 14:36:10. Pump power ranged between 4.6 and 6.0 w, estimated flow ranged between 3.9 and 6.5 lpm, and average pi ranged between 3.7 and 8.7. The pump appeared to have functioned as intended above the low speed limit throughout the duration of the log file. Multiple requests for additional information regarding this event were issued to the customer; however, no further information has been provided to this date. The investigation file will be closed accordingly. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. Heartmate ii lvas patient handbook, section 4 entitled "living with the heartmate ii" contains a section titled "caring for the driveline". Section 6 entitled "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. Heartmate ii lvas IFU, section 6 entitled "patient care and management" addresses how to care for the driveline. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.